Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has felt incontinent for the past week and felt depressed because the system was not working. The patient did not feel stimulation. The patient stated the stimulation was usually on program 3 at around 5v. The patient was walked through how to sync with the device and read the icons. The patient programmer (pp) showed that the ins was turned off. The patient was instructed how to turn stimulation back on. The stimulation was on program 3 at 4.9v. The patient could feel a little flutter and increased stimulation up to 5.1v as 5.2 felt too strong. The patient felt stimulation in the correct area. The patient was instructed to monitor their symptoms and if things did not improve, call their healthcare professional (hcp).